Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that while looking through the alarm history, the patient's pump displayed symbols, rather then dates and times. There were blank spaces where the month belonged and the year was 2071 , and there were arrows, and " 99:63??" Was displayed. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: a review of the pump black box showed a language file corruption. Due to the corruption, the pump was unable to display the correct history on the display screen. During investigation, no alarms or corruption were duplicated. Unrelated to the complaint, the pump cover was removed and moisture corrosion damage was found on internal components of the pump.